Event description:
It was reported "upon opening the product package, it was found that the middle section of the catheter was broken and could not be used properly". Additional information states that this issue happened during use. The catheter was removed and was not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Returned with the sample was supplied kit components 0.25" guidewire, teflon sheath w/sidearm and dilator assembly and teflon sheath w/dilator assembly; no damage or abnormalities were noted to the returned components. Upon return, the teflon sheath was noted on the bladder; the distal end of the sheath was noted at approximately 11.3cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was noted connected to the short driveline tubing. The exposed portion of the bladder was unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. Upon receipt, the teflon sheath was noted on a section of the bladder membrane, however, there is no evidence that the user attempted to remove the iabc and bladder through the sheath. The teflon sheath was moved towards the iabc bifurcate without any difficulty. Upon removal, the covered portion of the bladder was loosely wrapped, and no visual damage was noted iabc bladder. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "middle section of the catheter was broken" is not confirmed. During the investigation, the returned intra-aortic balloon catheter (iabc) was functionally tested with no leaks or alarms noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "upon opening the product package, it was found that the middle section of the catheter was broken and could not be used properly". Additional information states that this issue happened during use. The catheter was removed and was not replaced. The patient's current condition is reported as "fine".